Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -7.5 diopter implantable collamer lens into the patient's left eye (os) (B)(6) 2022. The surgeon reports there was refractive surprise. On (B)(6) 2023 the lens was exchanged with a same length but different power lens and this resolved the problem. It was additionally noted "patient has seen no problems at close range with satisfactory results". The cause of the event was reported as unknown.